Event description:
Pt receiving dialysis on tues/thurs/sat and plasmaphereis on mon/wed/fri. In 2005 the pt reported to the nurses that pt was better pre-treatment. Pt was on a non-reuse dialyzer, fresenius 160nr. The pt complained of itching at 12:45 pm, shortly after going on treatment, and was given benedryl at 12:58. Pt received a second dose of given benedryl at 1:30 and itching was relieved. Pt completed the treatment without incident. The staff reported that they considered to symptoms to be first use syndrome and that it was resolved. After the dialysis treatment, the pt went home, but then presented to the emergency room at the hosp. Next day morning, with nausea, abdominal pain and a market drop in hct. Their pre treatment hct on saturday had been 27, but was reported to be 22 on sunday at the emergency room. The pt was admitted with a diagnosis of hemolysis, however there was no haptoglobin, blood smear, or ldh done at the hosp. Pt was discharged the following thursday. It was reported that during their hospital stay, their hct wet was low2 as 15. Pt was afebrile and did not received transfusions. It is unknown what medications pt was on. Exchanges were done with ffp for their plasmapheresis. Hospital pathologist did state to the dialysis unit that the pt experienced hemolysis.